Manufacturer narrative:
The lens was returned in liquid, in lens vial. Visual inspection found a piece of one haptic torn off. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, during the same surgery due to the lens was inserted upside down in the patients eye. Another same model/diopter lens was inserted as a replacement lens and the problem was resolved. There was no apparent injury and the patient is doing great. The reporter indicated the cause of the event was due to user error.